Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Customer declined replacement product and says that he wants to hold on to meter until his next scheduled routine doctor's appointment. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer made contact with customer to ensure that the initial concern is resolved - able to establish contact with customer who indicated meter is working as designed.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with tests results from results obtained of 173 and 360mg/dl. The expected fasting blood glucose test result range is 100 vs 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the office. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is march 2019. The meter memory was reviewed for previous test result history: (B)(6).